Event description:
While a dr was inserting a swan, the swan knotted up (one knot). The dr was not able to advance the swan. A fluoroscopy revealed a knot in the swan. The pt was taken back to o.r. For surgical removal of the swan. The packaging was not saved and the swan was not saved for evaluation.